Event description:
The hcp reported that on approximately 10/2006, the patient was experiencing increased spasticity. Had received report from the patient that he had "stumbled and hit his pump pocket, loosening his pump in the pocket, the hcp "moved the pump to the other side (i.e. The left abdomen)." The patient recovered without sequela.